Event description:
The customer reported an off no power alarm without first getting a low battery alarm. The customer also reported that she went to the hospital last month, and was treated for a high blood glucose reading of 360 mg/dl and ketones. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.